Event description:
It was reported by the rep that the (1) tsg45 was used during a lobectomy procedure. It was reported that the instrument tore the lung and the surgeon had to do a thoracotomy to do the lung resection. There is additional info to follow.